Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump alarmed and the customer observed a error message on the screen. The pump then shut off. The pump was connected to a power source and was able to be turned back on. Review of the pump history determined a malfunction alarm had occurred. In addition, the customer was having difficulty charging the pump despite the attempt of multiple wall adapters, usb cables and power sources. The customer's blood glucose (bg) level was 165 - 459 (mg/dl). A manual injection was administered to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was verified. The alleged malfunction alarm could not be evaluated due to damaged usb pins.